Manufacturer narrative:
Patient identification, age or date of birth, and weight not available for reporting. This report is for two (2) unknown va locking screws. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter address and telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two 2.7 mm variable angle (va) locking screws broke upon removal from a patient on (B)(6) 2017. The reason for revision is unknown. In order to remove the broken screws, the surgeon had to "core" the screw which resulted in a larger defect/bone injury. The patient underwent a fibula open reduction internal fixation (orif) on an unknown date. Concomitant devices reported: va fibula plate (part number unknown, lot number unknown, quantity unknown). This report is for two (2) unknown va locking screws. This is report 1 of 1 for (B)(4).